Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with flash pulmonary edema and was intubated and started on diuretics and milrinone. The patient also had multiple low flow alarms. It was reported that the physician accidentally hit the pump off command on the clinical screen while adjusting settings on (B)(6) 2021 at 12:30 pm. A low speed advisory to 210 rotations per minute was noted upon interrogation. The patient was put on batteries and an orange cable just in case. Log file analysis captured low flows and a reduction in blood volume. A pump stop caused by pressing the pump stop command on the system monitor was also noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed events; however, the account confirmed they were due to the initiation of the motor stop command. The log files confirmed additional low flow events; however, a specific cause could not conclusively be determined through this evaluation. The submitted log file contains data from 14may2021 to 02jun2021. Brief low speed events were captured between on 02jun2021. This event was associated with low speed hazard and low flow hazard alarms. It should be noted that this brief low speed event were associated with a motor stop command. The pump speed remained above the low speed limit before and after this event. Additional low flow events, unassociated with the motor stop command, were captured on 02jun2021.the pump appeared to be operating as intended. The patient remains ongoing on heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas instructions for use (IFU) explains how to use the pump stop button to turn off the pump and states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. This IFU and the heartmate ii lvas patient handbook also outline all system controller alarms as well as how to respond to each alarm condition. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), is currently available. Section 4 entitled ¿system monitor¿ explains how to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 1 "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. The heartmate ii lvas patient handbook, is also currently available. Section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were low flows caused by inadvertent pump off command on system monitor. The alarms resolved with the pump start and the patient was transferred to subacute rehabilitation with no changed to plan of care.